Event description:
Surgeon using a stapes currette to scrape mastoid bone and the top of the ear canal, and the instrument broke at the neck. Piece that broke off was very visible under enlarged view of microscope, and the entire piece was removed. No adverse effect for pt.